Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead did not have consistent capture, even at 6 volts. The sensing was also varying. A lead revision is being considered however the physician is evaluating the patient's viability. The lead remains in use. No patient complications have been reported as a result of this event.